Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection. The defibrillator along with the right ventricular (rv) and right atrial (ra) leads were explanted. There were no adverse patient effects reported. No indication if the product will be returned. Additional information was received indicating that this was not explanted during the procedure. An attempt to explant this lead was made, however during the procedure the lead unraveled and was unable to be explanted. Therefore, the lead was surgically abandoned. Additional information was received indicating the patient subsequently expired. No complications following the procedure were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection. The defibrillator along with the right ventricular (rv) and right atrial (ra) leads were explanted. There were no adverse patient effects reported. No indication if the product will be returned. Additional information was received indicating that this was not explanted during the procedure. An attempt to explant this lead was made, however during the procedure the lead unraveled and was unable to be explanted. Therefore, the lead was surgically abandoned.